Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Reported event ¿outer cannula broke off during surgery¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon photos and the IFU; a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 61 reports, regarding 61 devices, for this device family and failure mode. During this same time frame 1,685,040 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00004. Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the ias5-120lp, 5 mm access port & low profile obturator device was used in a robotic laparoscopic myomectomy procedure on (B)(6) 2025, and ¿outer cannula of airseal 5mm trocar (ias5-120lp) broke off during a robotic myomectomy. The broken piece was safely taken out of the patient and patient sustained no injuries. According to the account, another airseal trocar was placed and the case continued on". The representative further explained that the device "broke and separated while in the patient abdomen. The team witnessed it immediately and were able to retrieve the single broken piece of plastic. The two ends of the trocar were matched up and approximated, it was clear there were no other pieces involved. No harm came to the patient.¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.